Event description:
New information received notes that on a routine device check rv capture thresholds were low and remaining longevity was seven years. About four months later during an unrelated hospitalization the device was found in eri. The patient became critically ill and lvad was declined by the hospital. The patient passed away and the cause of death was not suspected to be device related.

Event description:
It was reported that a patient presented in clinic for a normal check. Device was found to be at eri earlier than expected. Device is will be explanted.